Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ controller, model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: (B)(4), device avilable for evaluation: no, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was depressed due to their heart transplant being delayed. Their depression led to weight gain and they noticed that their controller had "more alarms" when they were overweight. It was also reported that the patient had right heart failure, but the patient was "healthy." It was further reported that the vad driveline was severely damaged and rescue tape was applied by the patient. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: a controller with an unknown serial number, a pump (hw29104) and its associated driveline cable were not returned for evaluation. Log files were not available for analysis. As a result, the reported alarms could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported driveline damage event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient was depressed due to their heart transplant being delayed. Their depression led to weight gain. It was also reported that the patient had right heart failure, but the patient was "healthy." Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and historical review of similar events a possible root cause of the reported driveline damage may be attributed to multiple factors including wear and/or handling of the device, design issues and/or exposure to uv light. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller d4:serial #: unk, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.